Event description:
It was reported that the patient was asymptomatic. It was reported that the patient presented in hospital following a fall. The cause of the fall is unknown. It was reported that the right atrial (ra) and right ventricular (rv) leads were explanted and replaced. The patient was stable.

Manufacturer narrative:
Further information was requested but was not available at this time.

Event description:
New information received notes the cause of the fall was unrelated to the system.